Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl). Reportedly, customer thought their carbohydrate calculations were incorrect. A correction bolus and injection were administered to treat elevated bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.